Event description:
The customer reported alleged inability to test on the customer's fasttake meter due to "l-" message (temperature low). The customer reports being put in an ambulance, however, the customer does not know how the customer got there. The customer's blood glucose was tested at the hosp with a result of 38 mg/dl. The customer was given some sort of juice. In addition, it was noted that the customer stated the customer "manually rejected the inaccurate low because the customer was not able to get a reading on the customer's meter". It is unclear what this means.